Event description:
Boston scientific received information that this patient was admitted for a right ventricular lead revision due to high thresholds and an increase in pacing impedances. Before the revision of the lead took place the lead was checked in the unipolar and bipolar configuration and showed low out of range impedances measurements in the unipolar configuration. The programming was change to bipolar configuration as normal measurements were obtained. A lead revision was not performed. A review of the information by technical services noted that there is a possibility the lead had moved. In addition it was noted that the patient had lost 20 pounds in water which may play a role in the changing impedance measurements as well. The representative inquired about a possible perforation, but this was not confirmed with the data provided. An x-ray will be reviewed. At this time the lead remains implanted. Additional information noted that this lead was replaced while the device remains implanted. No x-ray was performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.